Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 7 mg/ml dilaudid at a dose of 1.9257 mg/day and 8.8 mg/ml bupivacaine at a dose of 2.4209 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported by the patient that the pump was not working and that they were getting minimal pain relief. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was seen at a pump refill and the residual volume aspirated from the pump was accurate with the expected volume. The physician reported no issues from previous refills. The pump logs were read and there were no issues to report. The patient's simple continuous rate was decreased by 10%. As an action/intervention to resolve the minimal pain relief and the belief that the pump was not working a pump study was to be scheduled. The issue was not resolved at the time of this report.